Event description:
A patient experienced an "interruption" of vision after using cleaning and soaking solution. The report was received from the patient's attorney. The patient's attorney indicated the belief that the "reaction" was related to the thimerosal in the product. No additional information is available at the present time.